Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella rp flex support due to mitral valve disease. While on support, flows started to drop, the pulmonary artery pressure started to increase and motor current was slightly higher. The patient did experience pneumonia during hospitalization and may be septic. Due to probable sepsis and poor prognosis, the family and team decided to pursue comfort care measures. Patient expired. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the low pump flow and infection has been completed. The pump was returned for investigation. Data log was not provided for this case. The pump passed the laser continuity test and resistance test on the dp sensor. All the 5s optical parameters were within specification. Some biomaterial was found on the inlet cage and was flushed out during testing in a bucket of water. Purge pressure was within specification, and pump flow was found to be saturated without any observed biomaterial on the impeller. Biomaterial injection could lead to saturated pump flow. According to the clinical notes, low pump flow of 1.5 l/min was reported on p7 with slightly elevated motor current. Pa placement signal was reported 85/57 (70). The pump was in good position during low pump flow event. Also, patient did experience pneumonia during hospitalization and may be septic. The cause of the low pump flow issue was most likely biomaterial, based on given clinical details and returned product investigation. The root cause of the sepsis could not be determined. Added: d8 device returned to manufacture changed to yes corrections to the initial MFR report: b5: the statement "use of the device cannot conclusively be associated with the outcome." Should have said "the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome."